Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient was at the hospital and stimulator was going to be explanted. The patient stated new programming did not help pain relief, and that the battery site irritated the patient and stimulation was uncomfortable. The patient also reported recharging irritated the battery site. The rep had met with the patient on (B)(6) 2017 for regular post op visit. Patient reported stimulation felt too strong in legs, and wanted stimulation solely in low back area. Patient very sensitive to stimulation; could not go very high with stimulation. Patient did not like tingling sensation into legs. Patient programmed with a high density program +- 90us/1000hz at top of middle column, to see if pain relief could be achieved without feeling of paresthesia. The patient was instructed to charge battery, and then turn stimulation on once battery is at 100%. All impedances within normal limit, nothing greater than 900 ohms. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported the circumstance that led to ins not working and patient got electrocuted down the legs was every setting caused intense pain. It was stated that experience shooting electrical pain down legs and foot which made patient could not walk, sleep, sit or stand during these episodes, a month of agony. No further complication or events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that based on the rep's conversation with the patient it appears his belief was that the whole system would need explant. The root cause of the patient's stimulation being uncomfortable, too high or tingling was not determined. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient reported that he had his ins taken out ¿ right around thanksgiving, in november sometime¿ and said the reason they took it out was because ¿it wasn¿t working for me, and I was getting electrocuted down my leg and would have severe pain no matter which way I twisted my spine¿. Patient said his trial stimulation went well and his pain had subsided, he was walking straight so he went ahead with the permanent implant, and he had the pain listed above since he had it put in. Patient stated that 2 weeks after the implant, the healthcare professional (hcp) tried reprogramming it but ¿then it got even worse¿. It was noted patient had no therapeutic benefit. No further complication and event was reported.